Event description:
Patient seen in emergency room for concerns pacemaker malfunction. Known history of diaphragmatic stim from lv lead. Device interrogation found device to be in safety core mode causing diaphragmatic stim. Device was unable to be reprogrammed and needed immediate generator change. Patient had generator change that day and reprogramming was done.